Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with redness and drainage at the exit site of the driveline. Cultures were positive for penicillin-resistant staphylococcus aureus. The patient was taken to the operating room for irrigation and debridement. The patient was treated with IV(intravenous) antibiotics with continuous nafcillin. The patient was discharged on (B)(6) 2019 and the driveline exit site was healed by (B)(6) 2020 with no drainage. The patient was monitored on an outpatient basis.